Manufacturer narrative:
Section h6 codes were updated. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during primary cataract surgery and implantation of the light adjustable lens (lal, sn: (B)(6), +13.0d), performed (B)(6) 2024, a capsular tear occurred. On (B)(6) 2024, a vitrectomy was performed, the lal was explanted and a new lal placed in the sulcus as a replacement. Rxsight's first awareness of the event was on 03/11/2024.